Event description:
Independent repair center: customer alleged alarm will not function and the key failure is the power switch has a short circuit associated malfunction for this device: intake filter dirty.